Event description:
The patient reported that after a successful bolus using her personal therapy manager, the entire left side of her body went numb, and she was unable to hold herself up. She was evaluated the next day by her hcp and the hcp stated that the patient's symptoms included numbness in her lower chest and a loss of motor control. The patient had fallen. The symptoms were new after several successful months of therapy, occurred during a normal refill cycle, and occurred intermittently and randomly. The hcp confirmed the programming of the pump as hydromorphone 8 mg/ml at a rate of 2.5211 mg/day and bupivacaine 35 mg/dl at a rate of 13.564 mg/day. The hcp reported that the patient had been recently diagnosed with hodgkins lymphoma, which could have contributed to the event. On 11/21/2007 a magnetic resonance imaging was performed and confirmed that an inflammatory mass was not present. The patient therapy manager dose was adjusted from 0.1 mg to 0.05 mg to be delivered over 10 minutes; she was at home and her status is "continued numbness, now improving".

Manufacturer narrative:
.